Manufacturer narrative:
Insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted during testing. Insulin pump had minor scratches on lcd window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 216 mg/dl. The customer stated that the device had been working fine until he tried to set up a bolus delivery. He noted that he had had the insulin pump in his pocket prior to the alarm. No other significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.